Event description:
It was reported that during a ptca/stenting treatment procedure the express2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was in the proximal lad coronary artery. It is unk whether the lesion had been predilated. The physician noted compromised blood flow through this vessel, but no dissection. The express2 monorail catheter was removed and replaced with a quantum balloon catheter to successfully deploy the stent. No pt injuries or complications were reported. The procedure was successfully completed. Pt status is reported as 'good'.